Manufacturer narrative:
B3: event date ¿ these issues were observed between 19 july 2025 to 5 november 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter/particulate matter (pm) observed in fifteen (15) exactamix 2400 valve sets. The pm was described as, ¿dark particles and fiber¿. This issue was observed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between march 26-27, 2025. H11: fifteen (15) devices were received for evaluation. During the visual inspection of the devices, particulate matter was observed either embedded or loose inside of the sealed packaging, inside the valve cap, valve body, outside of the connector; the particulate matters were not in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.